Manufacturer narrative:
Concomitant medical products: non-bd 3-way stopcock; non-bd needleless valve. The customer¿s report of a leak from the filter of the IV extension set was not confirmed; however a leak was confirmed and identified as a cracked female luer. The sets were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed. The female luer was viewed under a microscope and a crack measuring 10.61mm was observed. Functional testing was performed and fluid leak was observed coming from the female luer. The root cause of the customer¿s report of a leak from the filter of the IV extension set was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a leak from the filter of the IV extension set. No patient harm reported.